Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room for reasons unrelated to the device, the patient was in bradycardia with rate of 30's not in a state to communicate any particular symptoms caused by this. The right atrial lead exhibited total loss of capture could be the caused by the patients poor health. The patient would be monitored. Reprogramming was attempted with no results. No additional information was available.